Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing including full functionality testing without duplicating the report. Review of the device activity log did not observe any faults consistent with the customer report. The device receptacle and mfc were replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unrecognized "short in system" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.